Event description:
This lead was implanted on (B)(6) 2005 and capped on (B)(6) 2012 due to high us thresholds of 6v@0.4ms. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).